Event description:
It was reported that stent damaged occured. The 90% stenosed, 3.5x24mm, was located in severly tortuous and moderately calcified middle right coronary artery (rca). A 3.50mm x 24mm synergy drug-eluting stent was advanced for treatment. However, when the stent was used to treat the lesion in the middle of rca, the stent scraped with the lesion and distal part of stent was lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts on the distal end in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occured. The 90% stenosed, 3.5x24mm, was located in severly tortuous and moderately calcified middle right coronary artery (rca). A 3.50mm x 24mm synergy drug-eluting stent was advanced for treatment. However, when the stent was used to treat the lesion in the middle of rca, the stent scraped with the lesion and distal part of stent was lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.